Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Retain device was evaluated and found to be within specification. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the fourth patient. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patients experienced a reaction to integrity temporary c&b material. The patient broke out in blisters. Magic mouth wash was given to combat the patient's symptoms. The reaction subsided in a few days.